Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The insulin pump was received with minor scratches on the display window, a crakced case at a display window corner, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called in to report the insulin pump is stuck in the preparing to prime loop. Blood glucose reading was 180 mg/dl. Troubleshooting was performed and the issue could not be resolved. Advised that the insulin pump wil be replaced. Nothing further reported.